Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced blood glucose fluctuations after dinner when additional food was consumed, followed by multiple dinner announcements that appeared inconsistent with intake, a subsequent drop in glucose, treatment with a large amount of carbohydrates, and later recognition of an empty insulin reservoir that was replaced; the user was using dexcom g7 and contact detach 6 mm/23 in infusion set, and oral glucose was used for treatment. Symptoms included hypoglycemia with a documented low of 39 mg/dl and hyperglycemia later in the course. Investigation included communication with the healthcare team and analysis of information provided by the user and clinician. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure or method, with user interface considerations noted. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.